Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit did not deliver enough volume. This occurred during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one device was received for evaluation. Visual inspection found the device to be in used condition. The event history log was not available to review. Functional testing was unable to verify or duplicate the reported problem. The pump was found to be within manufacturing specifications. The service history review identified no indication that the complaint was related to a service of the device within the review period.